Event description:
Issue with supply. Balloons failed to inflate on the catheters. Risk to patient was asystole/failure to establish a heart rhythm. After two opened, third one worked. The patient did fine. We sent the devices that we had problems with as well as 3 unopened devices to the manufacturer for investigation. The manufacturer has sent us 10 replacement catheters.